Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that driver was damaged. The handle would not rotate about the shaft. There was no patient involvement.

Manufacturer narrative:
The driver open spine clamp was returned to the manufacturer for analysis. Analysis found that the shaft of the returned driver had become loose within the handle. Analysis found that the reported event was related to a mechanical issue. (B)(4). If information is provided in the future, a supplemental report will be issued.